Manufacturer narrative:
The table was examined by a berchtold field service tech. The table was visually examined and a performance test of all movement functions was conducted. The tech was unable to replicate the complaint.

Event description:
It was reportedly that when the user hit the level button, the table allegedly tilted right. There was no report of injury to the pt or a delay in the procedure.